Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. The root cause of the event was determined to most likely be due to the component being put through excessive force or over torqued. There are warnings in the package insert that state that this type of event can occur: under precautions it states, "surgical instruments are subject to wear with normal usage. Instruments, which have experienced extensive use or excessive force, are susceptible to fracture. Surgical instruments should only be used for their intended purpose. Biomet recommends that all instruments be regularly inspected for wear and disfigurement."

Event description:
It was reported, patient underwent a total knee revision of competitor product on (B)(6) 2014. During the procedure, the end of the hex screwdriver fractured off and remained in the stem. The stem and femoral component were removed and replaced. This caused a 35 minute delay in the procedure.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.